Event description:
It was reported that the device worked for awhile and then stopped. It could not be used. A secondary loaner unit was then obtained. There was no patient contract, no patient injury/death alleged, no revision/medical intervention required, and no delay in surgery. The patient was not prepped for surgery. Additional information was requested and on (B)(4) 2014, the following was provided: the product problem occurred during an in service by the sales representative on (B)(4) 2013. It was before any scheduled surgery. The device worked for 30 minutes to an hour and then it stopped. It was confirmed that there was no patient contact, no patient injury, no delay in surgery. A replacement device was obtained from another customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.